Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4) during an internal review on 3/17/2021 noted a correction to the 3500a initial. Missing the physician information. Therefore, processed the following fields:

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30430227l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6), female patient underwent an atrial fibrillation ablation procedure with pulmonary vein isolation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade which required a pericardiocentesis. A pericardial effusion was detected when echography was done at the end of the procedure which led to a cardiac tamponade and required a pericardiocentesis. The procedure was completed successfully. There is no information about the hospitalization. The physician¿s opinion on the cause of the adverse event was procedure related. Physician thinks that the event was caused during mapping phase due to strong catheter manipulation. Patient outcome was reported as fully recovered. A transseptal puncture performed with an unknown needle. There was no evidence of steam pop during the procedure. Irrigation flow settings were the flow setting? 2ml/min standby, 8ml/min<=30watts, 15ml/min>30watts. Force visualization: graph, dashboard, vector & visitag. Visitag settings were 3mm,3ms,25%,3mm. No additional filter was used with the visitiag. The color option used was ablation index. Prior to noting the pericardial effusion ablation was performed. Pump was switching from ¿low¿ to ¿high¿ flow during ablation and there were no error messages observed on biosense webster equipment during the procedure.